Event description:
Additional information was received which indicated that the lv lead exhibited noise. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. The crt-p and lv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure this cardiac resynchronization therapy pacemaker (crt-p) system exhibited no sensing and high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The sensitivity was increased and the device is now sensing and pacing appropriately. This crt-p system remains in service. No adverse patient effects were reported.